Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patients total hip was implanted earlier in the afternoon but dislocated in post op. Surgeon decided to take the patient back to surgery to change position of cup. Surgeon removed the cup, liner, head and screw. He re-implanted the cup and added a screw for fixation. He replaced with a +4 liner and a 32 +13 head. Doi: (B)(6) 2018; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.